Event description:
A customer reported to baxter (B)(4) of an administration set in which operator observed a leak at the level of the air vent. The air vent was separated from the set. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.